Event description:
Patient allegedly received an implant via the femoral vessel due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated my vena cava and is at further risk of failure". Per the (B)(6) 2018 computed tomography (CT): "caval perforation: yes. 4 o'clock 8.6mm. 6 o'clock 3.7mm. 12 o'clock 3.9mm. Tilt: no. Migration: no. Pertinent negatives: none. Additional findings: bifurcation of the inferior vena cava is congenitally in a more cephalad position than usual. Inferior tips of the struts extending into the proximal common iliac veins".

Manufacturer narrative:
Investigation: the following allegations have been investigated: anxiety, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Twenty (20) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the following allegations have been investigated: perforation of ivc. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Device is unknown, but referred to as a cook celect platinum filter. Initial reporter: non-health professional. 510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a celect platinum on (B)(6) 2016. [Pt] has suffered serious injury as a result of the implantation of the cook celect platinum filter. Specifically, the filter has perforated [pt]'s ivc with the greatest at a length of more than eight-and-one-half (8.5) millimeters". Patient outcome: it is alleged that "[pt] is at risk for future progressive perforations by the celect platinum filter, which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the celect platinum filter or pieces thereof. [Pt] faces numerous ongoing and continuing health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of her life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure".